Event description:
Pt undergoing a ptca with a whisper wire. The tip of the whisper wire was sheared off and retained within the right distal coronary artery. Multiple attempts over several hrs at retrieval of tip were unsuccessful. An add'l stent was placed to ensure the wire would not cause complications.